Manufacturer narrative:
The field service representative (fsr) confirmed the batteries will not hold a charge. The fsr replaced the batteries and the unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries will be returned to the manufacturer for further evaluation.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) corroborated the complaint condition. The batteries were received in severely discharged condition. The low voltages indicate likely irreversible degradation of the batteries. Charging attempts showed failure to accept charge. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the use of the device for a non-clinical activity, the batteries are not staying charged on the perfusion system. This was noticed when the hospital staff unplugged the unit after case. There was no patient involvement.